Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/16/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 06/11/2014 with the following findings:a review of the pump¿s black box history showed that no unexplainable power reboots were recorded. The battery compartment was intact; no damage was observed. The returned battery cap threads were found to be stripped. The battery cap was not able to be fully secured to the pump and power reboots occurred. A test battery cap was used and was able to be fully secured to the pump. The pump was exercised for 24 hours using the returned battery cap and no power interruptions occurred. The pump case was removed and no evidence of internal moisture or damage to the power circuit was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment threads were damaged and that the pump was having power issues. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.